Event description:
It was reported this left bundle branch (lbb) lead has dislodged based on the presenting electrogram (egm). Technical services (ts) discussed that this lead appeared to have atrial fibrillation and the lead likely has moved to the right atrium. The patient will be in-office for evaluation and have a possible chest x-ray. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the patient was seen by the physician and an x-ray was done which confirmed that this lead was displaced from the original lbb position. This lead will be surgically abandoned and be monitored during follow-ups. Also, there will be a possible reprogramming.

Event description:
It was reported this left bundle branch (lbb) lead has dislodged based on the presenting electrogram (egm). Technical services (ts) discussed that this lead appeared to have atrial fibrillation and the lead likely has moved to the right atrium. The patient will be in-office for evaluation and have a possible chest x-ray. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported this left bundle branch (lbb) lead has dislodged based on the presenting electrogram (egm). Technical services (ts) discussed that this lead appeared to have atrial fibrillation and the lead likely has moved to the right atrium. The patient will be in-office for evaluation and have a possible chest x-ray. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the patient was seen by the physician and an x-ray was done which confirmed that this lead was displaced from the original lbb position. This lead will be surgically abandoned and be monitored during follow-ups. Also, there will be a possible reprogramming. Furthermore, this lead is still implanted and there was no reprogramming done.